Event description:
Thirty-six days post index procedure, the patient experienced angina pectoris. During a six month follow-up, the patient experienced stable angina once again. A coronary angiograph documented focal restenosis of the stent that was implanted in the mid right coronary artery. That lesion was treated with a cutting balloon. A new stenosis was also noted on the ostial right coronary artery and it was treated with a 3.0 x 8mm cypher stent. The stents that had originally been implanted in the left anterior descending were patent. The patient was admitted for stable angina pectoris in 2006. On the same day, he had a 2.5 x 33mm cypher select plus stent and a 3.0 x 18mm cypher select stent implanted in the proximal to mid right coronary artery. He also had a 3.0 x 13mm cypher select plus stent and a 3.5 x 33mm cypher select plus stent implanted in the proximal to mid left anterior descending. The right coronary artery was de novo with a lesion length of 48mm and a vessel diameter of 3mm. It was moderately tortuous and concentric. Timi flow grade pre and post procedure was 3. The left anterior descending was de novo with a lesion length of 48mm and a vessel diameter of 3.5mm. It was concentric. Timi flow grade pre and post procedure was 3.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00881 and 9616099-2007-00882. Additional information will be submitted upon 30 days of receipt.